Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the t:lock connector was crimped and discolored. Customer's blood glucose was 120 mg/dl. Reportedly, the supplies were changed to address the event.